Event description:
It was reported that the cuff leaked air. There was no reported pt injury and/or change in therapy. The involved device was returned to the mfg facility and forwarded to the analytical laboratory for investigation.